Event description:
Four days post closure procedure, a small non-occlusive thrombus extension into common femoral vein was confirmed by duplex ultrasound scan in 03. The previous scan was not conclusive. The pt was asymptomatic. The pt was placed on anticoagulation therapy consisting of low molecular weight heparin (lovenox) and coumadin.